Event description:
It was reported that the device was explanted due to early battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: a high current drain condition was found. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.